Event description:
It was reported by service report that the foot end lift could not be lowered; it was stuck in an elevated position due to the lift housing bolts becoming loose. No pt involvement or adverse consequences are reported.